Event description:
It was reported that an arteriotomy closure of a mildly calcified common femoral artery was attempted using a proglide with a 7fr sheath, after an interventional procedure. Reportedly, the device was deployed; however, hemostasis was not achieved. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The patient was described as being morbidly obese. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients who are morbidly obese (body mass index greater than (B)(6)). The customer reported the device was discarded. A follow up report will be submitted with all additional relevant information.